Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.

Event description:
It was reported that a doctor was performing a bedside procedure for a tracheostomy and the cuff on the tracheostomy tube was torn when the doctor attempted to insert the tube. It was removed and replaced with a new one.